Manufacturer narrative:
Other, other text: one cadd solis vip pump was received for the evaluation of a reported error code. It was received with tamper seals undamaged. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test, visual inspection, and an event history log review was performed to evaluate the reported issue. The customer's problem was confirmed. The cause was traced to a faulty mp board that needed to be replaced. No further information provided

Event description:
Information was received indicating that a smiths medical cadd solis vip pump presented an error 42224 on the screen. The device had not been used since it left the warehouse because the pump is a replacement device. There was no patient involvement.